Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that they performed self-test and it did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm (variable info=3) confirmed in the device history due to broken trace. Pump error 53 alarm found in the device history due to software error.